Event description:
Device malfunction: unable to complete sheath splitting. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted an arteriotomy closure after an interventional procedure. During the thumb advancer stroke, the sheath bunched up in front of the sheath splitter. The vessel closure procedure was aborted and hemostasis was achieved by manual compression. There were no reported adverse pt effects. No additional information is available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.